Event description:
It was reported that the items were inspected by staff and deemed damaged, will not reprocess.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device confirmed the damaged condition, the shim was found chipped. The reported complaint was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.